Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured ~23mm, ~40mm, ~54mm, ~64mm, and ~77mm proximal of weld site. The proximal section of j stiffener wire measures ~10mm and has migrated down lead body ~190mm proximal of weld site. It appears that the entire j stiffener wire was received with all recorded add up to ~87mm.

Event description:
Final analysis is provided.